Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 1000 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue. Customer went to the hospital and was admitted to the intensive care unit. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.